Event description:
It was reported that following the implantation of a monarc sling, the patient experienced "difficulty voiding 2-3 days post op from monarc but not complete retention." A revision surgery was performed on (B)(6) 2014 to "loosen the sling." The physician saw the patient 5 days after the revision surgery, removed the catheter, and the patient was able to void. The physician reported that the patient is doing "well." No additional patient complications have been reported in relation to this event.